Manufacturer narrative:
(B)(4). The ventilator was evaluated and it was found that the battery printed circuit board was faulty. The ventilator passed self-tests.

Event description:
It was reported that the ventilator stopped cycling. The ventilator was not on a patient at the time of the event.